Event description:
Procedure type: gastrectomy. According to the reporter: stapling could not be done properly on the duodenum. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).